Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s current blood glucose level was 420mg/dl at the time of the incident. The customer treated the high blood glucose with a bolus from the insulin pump and emergency room assistance. The customer reported a fever and button error. The customer reports when pressing the act button a tiny drop comes out of the screen and the numbers scroll when the up arrow is pushed. The customer observes the time clock advance. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump was returned for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. All buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to button keypad anomaly. The insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.